Manufacturer narrative:
Unit passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time and power error detected alarm was confirmed in pump history files, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s battery last only for two days and for a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.